Event description:
Additional information received that patient underwent surgical intervention where in the lead was explanted and replaced, resolving the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The unique device identifier (UDI #) is unknown because the sn and part number were not provided.

Event description:
It was reported the patient is not receiving effective therapy due to high impedances. Reprogramming was unable to resolve the issue. Surgical intervention may be pending to address the issue.